Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump and had trouble rewinding the pump. The customer's blood glucose level was at 334 mg/dl. The customer was assisted with trouble shooting where the customer experienced an unexpected restart on the insulin pump. The customer was advised to monitor the pump for any further issues. No further information was provided.